Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a lavh procedure, the shear was assembled and immediately an instrument error came up. The instrument was reassembled, worked for approximately 15 minutes and then there was another instrument error message. The instrument was re-torqued and still the error message came up. A competitor's product was used to complete the procedure. No patient consequence.